Manufacturer narrative:
Additional information has been requested, and if additional information is received, a supplemental medwatch will be submitted. The device has not been received for analysis, and without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately five months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced by a bioprosthetic valve due to systolic anterior motion. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.